Manufacturer narrative:
Occupation is lay user/patient. The customer¿s meter and test strips were requested for investigation. The customer¿s meter and test strips were provided for investigation where they were tested using retention lin 3 controls. Testing results (qc range = 4.1 - 6.8 inr): qc 1: 6.1 inr, qc 2: 5.4 inr, qc 3: 5.2 inr. The obtained qc values were in the allowed range of the used combination strip lot - qc lot. All measurements were without error messages. Routine retention testing is performed. Retention testing data is reviewed, and appropriate actions are taken as needed. The investigation did not identify a product problem. The cause of the event could not be determined.

Event description:
The initial reporter complained of discrepant inr results with coaguchek xs meter serial number (B)(4). The result at 6:42 a.m. Was 3.2 inr. The result at 6:47 a.m. Was 4.3 inr. The result at 6:49 a.m. Was 3.7 inr. The customer¿s therapeutic range is 2- 3 inr.